Event description:
Info received indicates the sidecomm bed exit does not alarm when set.

Manufacturer narrative:
The tech found the communications housing assembly and the siderail interface boards were not working. The tech replaced the communication housing assembly and the interface board to repair the bed.